Manufacturer narrative:
Result of investigation: the exhalation valve assembly, flow sensor, main board and receptable was replaced. All errors resolved, unit returned to service.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A field service representative went to troubleshoot the device, and confirmed vte issues; it is reading 260, and should be above 450. Parts was placed on order.

Event description:
The customer reported to vyaire medical that the vela ventilator is cycling, but not delivering volumes. At this time, there is no information regarding patient involvement associated with the reported event.